Event description:
Customer reported his insulin pump is alarming and insulin is squirting out during the manual prime process. Customer is unable to exit the preparing to prime loop. The device was not bumped or dropped. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. The sensor did not detect the reservoir during seating. Customer's blood glucose was 240 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.